Event description:
Incompatible mesh was placed in patient. Patient was brought back to surgery hours later to replace with a mesh that could be placed adjacent to the bowel. There were no complications replacing the mesh. It was discovered the initial mesh placed could not be placed next to the bowel. During our event review we discovered that the mesh products have nearly the same name and packaging. Phasix and phasix st. There is no description on the mesh package label that indicates if one or the other product can or cannot be placed next to the bowel. Both products are biologics. The product rep knew which mesh could be placed by the bowel. However we could not quickly reach the product rep through the company website phone numbers. It took several phone calls and transfers. Second, the instructions inside the package do indicate whether or not the mesh can be placed next to the bowel. However, this instruction is inside a product that is many thousands of dollars and the team didn't want to waste an expensive product by opening it. We later discovered the outer package can be opened for the instructions without compromising the integrity of the mesh product. Our request and suggestion is that the product outer package indicate whether or not the product can be placed next to the bowel. Also consider names that are different and perhaps greater differentiation in packaging color or look and feel to assist surgeons and operating room teams in correct implant selection. Also if there is a phone number on the web site for operating room teams to call for product use support please make that prominent. Reference report: mw5146012.